Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: date patient pain began is not known. This report is for an unknown quantity of unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with an unknown plate and unknown quantity of unknown screws for repair of distal femoral fractures on (B)(6) 2017. On unknown date patient reported post-operative pain. Patient was returned to surgery on (B)(6) 2018 for removal of three (3) screws only. While surgeon was attempting to remove the last distal screw, the screw head became stripped. When surgeon attempted to remove the screw with an extraction screw, the stripped screw head broke off and became stuck in the extraction screw. The screw shaft remains embedded in patient¿s bone. Surgery was completed with a delay of approximately 30 minutes. No adverse consequence to patient was reported. This report addresses patient pain which resulted in removal procedure. The broken/stripped screw is addressed in (B)(4). This report is for an unknown quantity of unknown screws. This is report 1 of 2 for (B)(4).